Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part number: vp4401.l3. Lot number: 98p7323. Part manufacture date: 30-mar-2021. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm tplo plate/left 3 holes product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the 3.5mm tplo plate/left 3 holes (part# vp4401.l3, lot# 98p7323) was returned and received at the jabil elmira manufacturing facility. A visual inspection of the device shows the plate appears to be in the same acceptable conforming condition cosmetically as it was when it shipped from the jabil elmira manufacturing facility. Device failure/defect identified? No. Dimensional inspection: thru hole (feature d2). Result: pass. Thread pitch diameter (feature h7) result: pass. Thread minor diameter (feature d5). Result: pass. Ball mill depth (feature h1). Result: pass. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? No. Investigation conclusion: the complaint cannot be confirmed for 3.5mm tplo plate/left 3 holes (part# vp4401.l3, lot# 98p7323). A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the caudal screw hole on two(2) tplo plates has incorrect threading for the screws. The 3.5mm tplo plate/left three (3) holes for both plates with two(2) different lot #s: 98p7323 and 209p594. This report is for one (1) 3.5mm tplo plate/left 3 holes. This is report 1 of 2 for complaint (B)(4).